Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the objective lens adhesive had peeled off as well as the image color tone was abnormal due to damage to the imaging unit and video connector (image was only magenta or green). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested events were confirmed, and the device did not meet the standard specifications and function. The root cause of the subject event was unable to be specified. The probable cause was determined as due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual identifies the following related verbiage which could have detected the phenomenon: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event 1. Instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event 2. Olympus will continue to monitor field performance for this device.